Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported a case of deposits on the anterior surface of the lens following cataract surgery with an intraocular lens (iol) implant. Additional information was provided by the surgeon that the patient required a yag laser to the anterior and posterior capsules.